Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on top case by the tube holder, on bottom case and right plunger case was broken. During inspection and syringe testing, reported problem was duplicated. Right plunger case was broken and separated from left plunger case and intermittent invalid syringe size was found during syringe testing. The root cause of the reported issue was found to be customer damage and normal wear of the device. Replaced right plunger case and barrel clamp lead screw. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the gray portion on the end of the syringe is cracked and looks like it might have been dropped. Will not recognize syringe. No patient injury was reported.